Event description:
The customer stated that his hcp took him off of insulin pump therapy about four years ago, and now he is trying to get back on it. The customer stated that he was hospitalized for blood glucose levels greater than 800 mg/dl a few years ago. The customer only remembered that he had high blood glucose levels and air bubbles. The customer didn't remember any other details. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.